Event description:
On (B)(6) 2010, pt reported he is having trouble with the insulin cartridge. Pt is new to pump therapy. Pt stated he can see an air bubble in the cartridge. Pt reported it is large. Had pt place his infusion device on the battery side, pt stated the air bubble was towards the top of the insulin cartridge near the infusion adapter. Pt reported he just inserted a new insulin cartridge a few hours ago. Reminded pt about using room temperature insulin. Reminded pt about luer lock connection and advised him not to over tighten. Had pt disconnect infusion tubing from the infusion site and prime out the air bubble. Pt reported he was able to prime out the air bubble and can no longer see it. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.